Event description:
It was reported that the bd alaris smartsite gravity set experienced separation. The following information was provided by the initial reporter: chamber dislodged from the tubing.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 08-jun-2023 investigation summary: six samples were received but of the six- three pertained to this complaint. The other three were investigated under another issue. The three samples were received and tested by our quality team with the customer's complaint of separation. The drip chambers were received detached from the tubing which verified the complaint immediately. The sets were analyzed under microscope and the separated end lacked solvent (or glue). This is the root cause- lack of solvent applied during assembly. A device history record review for model cm42500e-07 lot number 22109417 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris smartsite gravity set experienced separation. The following information was provided by the initial reporter: chamber dislodged from the tubing.